Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a microneurosurgery procedure to treat an intracerebral hemorrhage (ich) using an artemis neuro evacuation device (artemis). During the procedure, the physician noticed that there was no suction and that the artemis had become clogged after ten minutes of use. The physician attempted to perform a retrograde saline injection; however, the issue was unresolved. Therefore, the artemis was removed from the patient. The procedure was completed using a new artemis. There was no adverse effect to the patient.

Manufacturer narrative:
Please note that the following section was incorrectly reported on the initial MFR report and is being corrected on this follow-up #01 MFR report:3005168196-2021-00207 1. Section g. Box 3. Report source. Evaluation of the returned artemis device could not confirm the reported complaint. The power button was pressed on the artemis handle, and the bident functioned as intended. The artemis device was connected to a demonstration engine and was able to aspirate liquid without an issue. The artemis handle was opened, and no damage was observed. Penumbra artemis devices are inspected at incoming quality control which includes a visual inspection as well as a verification of test results to ensure specifications for each output are met. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.